Event description:
Pt alleges receiving breast implants on 7/18/79. Pt also alleges hardness beginning on 5/13/83. She had an open capsulectomy on her left side on 6/14/83. On 8/16/96, dr states dense capsular contracture and plans removal of both implants.